Event description:
It was reported through amulet laao registry data that amplatzer amulet devices may be related to 25 unknown deaths which are considered death events. The relationship of the deaths to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Amulet laao registry data is reported as a summary per summary reporting exemption approval number - gen2201026. The data received indicated that the procedure date range was between (B)(6) 2023. Patients¿ mean age is 77 years, ranging from 58 - (B)(6) years. 76% of the patients were male, 24% of the patients were female.

Manufacturer narrative:
25 events of death due to unknown reasons were reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required. B2 - date of death: the earliest date of death was used. D6a - implant date: the earliest implant date was used.